Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material found inside the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could be simethicone. It is likely that the foreign material remained in the device due to the deviation from instructions for use (IFU) in reprocessing steps. No physical damage of the device was confirmed at where the foreign material remained. However, the root cause of the material remained in the device could not be determined.the instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and the prevention method in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope".olympus will continue to monitor field performance for this device.